Manufacturer narrative:
(B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A SERIOUS INJURY. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER. REPORTING SITE: 8021545. MANUFACTURING SITE: 3003442380.

Event description:
IT WAS REPORTED THAT THE PATIENT FACED HYPERGLYCEMIA ON (B)(6) 2026. THE BLOOD GLUCOSE LEVEL WAS HIGH AND WAS TREATED WITH BOLUS.

Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
Additional information - This Medical Device Report (MDR) is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results.A complaint investigation was conducted based on the event description and the assigned malfunction code No malfunction based on complaint information.Based on the available information, the event is consistent with misuse, user-related factors, or no malfunction alleged. In accordance with Work Instruction (WI) Complaint Handling, the need for additional investigation activities, including product testing, or Electronic Quality Management System (eQMS) search, was evaluated and determined not to be warranted for this record.However, as a lot number was provided and the event involved a serious injury, a Batch Record / Medical Device File review was conducted for lot 6017431 to assess any potential manufacturing-related issues. Batch record / Medical Device File Review: The Batch record / Medical Device File was reviewed. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no related maintenance activities were recorded. Conclusion: Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted.Corrective and Preventive Action (CAPA) Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per WI (Monthly TRIPS and Alerts).Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.